Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module (ppm) alarmed for low power even though it was connected to ac power.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the power module (ppm) alarmed for low power even though it was connected to ac power.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the low battery hazard alarms activating on the returned power module (serial number: (B)(6)) was not confirmed. It was observed that the backup battery was already expired when the event was reported; the backup battery expired on 31jan2022. However, the power module was functionally tested with the returned backup battery without any issues or atypical alarms produced; the expired backup battery functioned and was charged appropriately during testing, resulting in a green battery status being shown. The unit was moved intentionally to reproduce the reported event, but no atypical alarms activated. The expired backup battery was replaced. The unit was then functionally tested and passed without any issues. The power module was returned to the rental pool. Incidental findings: multiple cracks were observed on the back of the unit¿s housing near the ac power connector and slight damage was observed on the backup battery cover. The root cause of the reported event could not be conclusively determined through this analysis. Although not reproduced during testing, use of an expired backup battery may result in atypical battery alarms activating on the power module. The device history records were reviewed and the records revealed that (B)(6) was manufactured in accordance with manufacturing and qa specifications. The power module was shipped to the customer on 10jan2019. Heartmate 3 instructions for use (IFU) (rev. G) section 5, entitled ¿alarms and troubleshooting¿, cover all of the power module alarms, including the low battery hazard alarm conditions, under the subsection ¿handling power module alarms¿. This section also instructs the user on how to resolve the alarms. Heartmate 3 instructions for use (IFU) (rev. G) section 8, entitled ¿equipment storage and care¿, describes how to care for and clean all equipment, including the power module. Section f, entitled ¿safety checklists¿, instructs the user to schedule a power module inspection and cleaning with abbott trained personnel, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery or damaged parts. Heartmate 3 patient handbook (rev. G) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.